Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. After turning the pump back on, one of the customer's personal profile settings was noted to be missing and the pump time was incorrect. Customer¿s blood glucose level was between 180-190mg/dl. Reportedly, the customer adjusted pump settings and resumed insulin successfully on the pump.